Event description:
Analysis of the detachment zone revealed that part of the junction was still attached to the delivery wire returned. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the delivery wire was returned. Analysis revealed that the delivery wire was kinked at 82 and 123 cm from the proximal end and the proximal contact was not attached. Microscope examination revealed that part of the main junction was still attached to the detachment zone indicative of a break in this area. Additional information obtained confirmed that the coil was confirmed to be in good condition post unpacking and preparation, multiple detachment attempts were performed without success and as the physician decided to change the detachment system, the coil detached within the microcatheter. Based on device findings and information available, it is probable that procedural factors encountered during the procedure limited the performance of the coil resulting in the damages observed. Therefore a root cause of operational context has been assigned to this investigation.